Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose vs blood glucose large difference. Customer's blood glucose level was 160 mg/dl and their sugar glucose level was 63 mg/dl. Customer advised they received a calibration error and then a change sensor alarm. Troubleshooting for the calibration error alert was performed. Customer advised after initialization the calibration alert did not occur. Troubleshooting for the bad sensor alert was performed. Customer advised the bad sensor alert occurred after a 2nd consecutive calibration error. Customer advised during troubleshooting one of the sensors fell out. Troubleshooting for the tape not sticking was performed. Customer was advised to monitor the issue and call back if issues persist. Customer called back to troubleshoot calibration error alert. Alarm did not recur shortly after performing a find lost sensor. Customer called back and stated that their sensor reading was low and then the line was disconnected.